Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 420mg/dl when he woke up. The customer mentioned that the cannulas were bent. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.